Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) contacted the customer and it was reported that the issue was resolved by the customer cleaning the connection on the endoscope connector (ec). The clinical sales representative (csr) went on site and performed additional system tests to confirm that the issue was resolved. The customer used the system the next day with no issues. The system was working properly and no additional action was required. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. No image or procedure video was provided for review. A review of the logs confirms that the event took place on (B)(6) 2022. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, while starting the procedure, the customer had errors occur each time a scope was connected to the endoscope connector (ec). The customer had tried a second scope prior to calling and errors still occurred. The technical support engineer (tse) recommended trying a third scope, as the errors were different on each of the first two scopes. The third scope failed with camera flash errors and communication errors. Tse recommended trying a fourth scope or possibly swapping the vision tower. Surgeon stated that the towers could not be swapped and opted to try a fourth scope. Errors occurred when connecting the fourth scope. System logs confirm flash data errors and communication errors on all scopes. There was no report of patient injury. The clinical territory associate (cta) called tech support back while on site and investigating the complaint. Cta arrived and found that the endoscope in use was working. The scope was not one of the scopes that were failing earlier in the day. It is possible that the scopes used in the case are failing endoscopes. Tse provided the sns of the scopes that failed earlier in the day; s/n: (B)(4). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: all scope errors mentioned in the tse notes are from the same procedure. The customer was unable to resolve the endoscope issues after completing all troubleshooting steps with tech support. The procedure was converted to laparoscopic and completed without any harm to the patient.